Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis and remained hospitalized for the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13h20055 and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).upon further investigation, it was determined that this report is a duplicate of report 1416980-2014-01563. All investigation activities will be captured under report 1416980-2014-01563.